Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a pump stop. The pt was connected to the power base unit and experienced a red battery on the system controller, low flow alarm, and a replace system controller alarm. The pt was admitted to the emergency room. The system controller was noted to be in backup mode and the hospital could not retrieve any data from the system controller. The system controller and pt cable were exchanged.

Manufacturer narrative:
The reported event related to the system controller operating in the backup mode was confirmed with the analysis of the returned device. The controller initially operated in the primary mode then reverted to the backup mode. The analysis revealed a component on the pcb board used to monitor the primary and backup mode circuitry caused the system controller to revert to backup mode and was unable to store system operating parameters. The component was replaced and the device was retested. The device was connected to our laboratory equipment, which displayed the device in primary mode. The device was then subjected to functional testing and operated on a mock circulatory loop overnight without the unit reverting to the backup mode. The functional ability to download and view history data was also restored. The analysis could not determine the root cause of the component failure. A review of device history records for this device showed no deviations from mfg or qa specs. No further info is available. The fr is closing its file on this event.